Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor vision valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. The patient's baseline rhythm was right bundle branch block and atrial fibrillation. There was some calcification extending beneath the aortic annular plane in the interventricular septum. The length of the membranous septum was estimated at 5.6mm. A temporary pacemaker was used during the procedure. The valve was deployed. While in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the ncc. The patient had a horizontal aorta, so multiple recaptures were made. The valve was implanted at 0mm for the non-coronary cusp and at 1mm for the left coronary cusp. Post procedure, the patient received a permanent pacemaker. The physicians were prepared for this outcome given the patient's past medical history.

Manufacturer narrative:
An event of malposition of device was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the reported malposition of device was related to the depth implanted of the valve. The patient effects of arrhythmia appears to be related to a combination of patient conditions and procedural conditions. The reported unexpected medical intervention and surgical intervention were a result of case specific circumstance. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor vision valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. The patient's baseline rhythm was right bundle branch block and atrial fibrillation. There was some calcification extending beneath the aortic annular plane in the interventricular septum. The length of the membranous septum was estimated at 5.6mm. A temporary pacemaker was used during the procedure. The valve was deployed. While in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the ncc. The patient had a horizontal aorta, so three recaptures were made. The valve was implanted at 0mm for the non-coronary cusp and at 1mm for the left coronary cusp. Post procedure, the patient received a permanent pacemaker. The physicians were prepared for this outcome given the patient's past medical history.